Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4 fr s/l powerpicc was returned for evaluation. An initial visual observation revealed use residues throughout the returned product. A microscopic observation revealed a longitudinally aligned split at the corner of a kink between the 9 cm and 10 cm depth markers. The kink was observed to have a circumferential, white line with ¿c¿ shaped impressions leading into the kink. The longitudinally aligned split had a granular fracture surface and was observed to be along the extrusion line. The kink exhibited features of flexural fatigue, or cyclic kinking of the catheter. The wall thickness of the returned catheter measured to be within drawing specifications. Because the powerpicc solo was observed to have a split, the complaint of a leaking catheter is confirmed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the PICC catheter was inserted on (B)(6) 2023, and fluid leakage from the puncture port was found during catheter maintenance on (B)(6), which was clinically judged to be unable to be used normally again, and the catheter was removed; the extraction process was smooth, and fluid leakage from a ruptured catheter at a distance of about 9 cm was found after the catheter was removed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the PICC catheter was inserted on 26 october 2023, and fluid leakage from the puncture port was found during catheter maintenance on 15 november, which was clinically judged to be unable to be used normally again, and the catheter was removed; the extraction process was smooth, and fluid leakage from a ruptured catheter at a distance of about 9 cm was found after the catheter was removed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported the PICC catheter was inserted on (B)(6) 2023, and fluid leakage from the puncture port was found during catheter maintenance on 15 november, which was clinically judged to be unable to be used normally again, and the catheter was removed; the extraction process was smooth, and fluid leakage from a ruptured catheter at a distance of about 9 cm was found after the catheter was removed.